Event description:
It was reported that prior to a procedure involving the transcatheter aortic valve evfxplus-29, a pre-implant balloon valvuloplasty was performed due to calcification and a bicuspid aortic valve. There were positioning difficulties during the deployment of the device. Only one deployment attempt was made, however, and the valve was not recaptured. A post-implant balloon aortic valvuloplasty (bav) was performed for an unspecified reason. A surgical aortic valve replacement was also planned as a treatment intervention. The valve no longer remains in the patient. Per the physician, the patient's calcified anatomy and bicuspid native valve contributed to the event. Additional information was received which clarified that the valve was never implanted in the patient. During the initial deployment attempt, positioning difficulties occurred. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. Additionally it was clarified that a post-implant bav was not performed. The valve implant procedure was aborted due to the positioning difficulties. The interventional cardiologist and cardiothoracic surgeon consulted together and determined the best course of action was to schedule the patient for a surgical aortic valve replacement.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure involving the transcatheter aortic valve evfxplus-29, a pre-implant balloon valvuloplasty was performed due to calcification and a bicuspid aortic valve. There were positioning difficulties during the deployment of the device. Only one deployment attempt was made, however, and the valve was not recaptured. A post-implant balloon aortic valvuloplasty was performed for an unspecified reason. A surgical aortic valve replacement was also planned as a treatment intervention. The valve no longer remains in the patient. Per the physician, the patient's calcified anatomy and bicuspid native valve contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012370576); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012358654); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.